Event description:
I had a tubal ligation with the use of filshie clips. I was not told these clips were being used or that there was any risks. On a daily basis I suffer with severe pelvic pain, headaches, pain during sex, ibs, anxiety, mood swings, hormonal problems, hair loss, heavy periods, unbearable ovulation pain, food intolerances, ovarian cysts the list goes on and on. I started having issues immediately after the procedure. I had a pelvic ultrasound done that showed ovarian cysts. So far the only treatment I have been offered is birth control pills to stop my periods, which is not an option for me due to a family history of heart disease. This is why I had a tubal ligation in the first place because I knew birth control pills where not a good option for me. The only other option I have been given is to have a hysterectomy which comes with many other side effects as well. Having this procedure done has ruined my life. I suffer every day. FDA safety report ID# (B)(4).